Event description:
It was reported that the patient passed away on (B)(6) 2022 due to an "other disease." Patient privacy laws prohibited further information pertaining to the cause of death. The death was not device or therapy related. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported other disease and patient outcome could not be conclusively determined through this evaluation. The outcome was reportedly not device related. No autopsy was performed. The account reported that due to privacy laws, no further information would be provided. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported other disease and patient outcome could not be conclusively determined through this evaluation. The outcome was reportedly not device related. No autopsy was performed. The account reported that due to privacy laws, no further information would be provided. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to an "other disease." Patient privacy laws prohibited further information pertaining to the cause of death. The death was not device or therapy related. The device was not explanted.